Manufacturer narrative:
No lat-d1000 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Section e initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a conector tego¿. Damage to the device's membrane was reported and it prevented flow and aspiration. This issue occurred during the process of disconnecting the product from the patient during hemodialysis therapy. When salinizing the venous lumen of the catheter, it presented resistance and did not pass the saline solution. The connector was checked, and it was observed that the silicone of the bioconnector was wrinkled. Therefore, using sterile technique and according to protocol, both bioconnectors were replaced. The product visually appeared as intact and in good condition. The reported problem did not cause any harm to the patient, but it increased healthcare costs because the connector was not lasting the estimated time of patient use and a replacement device must be done more quickly than established in the facility's protocol.